Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed >1990 ohms lead impedance. X-ray did not reveal any obvious damage. The pocket was opened and the ventricular setscrew was found to be loose. After retightening the setscrew, normal impedances and adequate pacing and sensing were observed.